Event description:
Total shoulder arthoplasty originally performed on (B)(6) 2021. According to the complaint source, patient had been doing great for the past six months when unfortunately felt a "pop" while reaching across his body to lift an object. X-rays performed on (B)(6) 2022 demonstrated the prosthesis has dislocated. According to the surgeon, the best option for the patient will be to implant a larger glenosphere than the dia.40mm previously implanted (not available as cleared in us market) to gain maximum stability. A compassionate use device was then requested and will be implanted. Revision surgery date still to be defined. Patient is male. Event happened in us.

Manufacturer narrative:
A final MDR will be sent once the revision will be performed.

Manufacturer narrative:
Investigation by checking the DHR of the lot number involved, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot number. This is the only complaint received on this lot number. According to the labelling of smr reverse humeral body 140°, for this component the coupling is only allowed with liners belonging to the codes 1360.50.0xx, 1361.50.0xx, 1360.50.8xx, 1361.50.8xx. Therefore, the coupling with a reverse liner with product code 1365.50.820 should be considered an off-label use. Explants and x-rays analysis unfortunately, the components explanted were not available to be returned to lima corporate. However, we received the x-rays taken on (B)(6) 2022 and we sent them to our medical expert. Based on his evaluation, "the humeral component is very proud, resection level is too high, and the humeral component not inserted deep enough. As a result, the tension is too high which can lead to dislocation. So, in addition to the off-label use of the liner combination, there is a substantial surgical error here. There is no sign for an implant related issue." Therefore, considering that: no anomalies have been found by checking the manufacturing charts of the involved component. According to the medical expert's evaluation, a surgical error is the most likely reason for this revision and there is no evidence of implant-related concerns. We can conclude that the issue is not product related. Pms data according to the relevant pms data, the revision rate of the glenospheres belonging to the codes 1374.09.xxx, 1376.09.xxx, 1374.15.xxx, 1376.15.xxx due to dislocation is around 0,05%. No corrective actions are required for this specific case. Lima corporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Total shoulder arthoplasty originally performed on (B)(6) 2021. During this surgery, the following components were implanted: reverse humeral body 140° (commercial code 1352.15.011, lot number 2025298, sterilization number 2100315) smr reverse liner +6mm d.40mm (commercial code 1365.50.820, lot number 19at0wf, sterilization number 1900254) smr eccent. Glenosphere ø 40mm (commercial code 1376.09.041, lot number 2119834, sterilization number 2100302) according to the complaint source, patient had been doing great for the past six months when unfortunately felt a "pop" while reaching across his body to lift an object. X-rays performed on (B)(6) 2022 demonstrated the prosthesis had dislocated. According to the surgeon, the best option for the patient was to implant a larger glenosphere than the diameter 40mm previously implanted (not available as cleared in us market) to gain maximum stability. A compassionate use device was then requested. On (b)6) 2022, the patient underwent successfully the revision surgery to implant the smr reverse hp shoulder component provided under compassionate use (lima case (B)(4) , linked to the FDA compassionate use request (B)(4) . During the subsequent follow-up visit, imaging studies revealed no soft tissue abnormalities and satisfactory position of the glenoid and humeral components. Patient is male, date of birth on (B)(6) 1952. Event happened in united states.